Manufacturer narrative:
Zoll medical canada evaluated the device and the device performed to specification. The device was recertified and returned to the customer. Review of the device activity logs showed that the device was in sync mode and the patient's rhythm did not produce enough qrs complexes for the device to sync, therefore the device would not release the energy. We were unable to confirm whether or not the customer inadvertently activated the feature, but we suspect it was inadvertent based on the unplanned nature of the event. Our investigation concluded that the device was capable of delivering the shock, and the device met specification during the event. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.